Event description:
It was reported that the implantable pulse generator (ipg) did not work anymore and there was no pacing detectable. There was also a telemetry problem and it was not possible to interrogate the device to get any data. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis measured and confirmed the reported low battery voltage. When the device was powered using an external supply, telemetry and output were not functional. Additionally, the regulated supply voltages were at abnormal levels. The hybrid, including the battery connector and capacitor solder joints, was shown to be contaminated by a residue consistent with bodily fluid. The device was received in a contaminated, non-functional state that precluded detailed failure analysis, and the results obtained during basic analysis were not conclusive to determine the root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.